Event description:
Symptoms/ae: arterial occlusion. Time of ae: during vessel closure. It was reported that a physician, trained in the user of the starclose device, attempted brachial arteriotomy closure after a subclavian, interventional procedure. On deployment, the clip caught the adventitia of the opposing wall resulting in arterial occlusion. The clip was surgically removed and vessel closure was surgically achieved. The patient was discharged home the next morning. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified: therefore, a device history record review could not be performed.